Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. An additional information request regarding the adverse event has been sent to the physician. A review of manufacturing records is ongoing. The device could not be evaluated because it remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported top gore: on (B)(6) 2016, this patient required the creation of a vascular access graft for hemodialysis secondary to a diagnosis of end-stage renal disease during which a gore-tex® vascular graft was implanted. According to reports, a left-side humeral-axillary access was configured, the patient survived the procedure, no adverse event was experienced during the procedure and the device was successfully implanted and retained. The patient was later discharged on (B)(6) 2016. Reportedly on (B)(6) 2016, an adverse event termed "left hand coolness" was identified. A medical intervention was performed. The primary relationship was recorded as device-related. The adverse event resolved on (B)(6) 2016. The patient recovered with a sequelae.

Manufacturer narrative:
H6: corrected imdrf codes.